Event description:
It was reported that during a surgical procedure at the user facility the device got hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not yet received, device will be evaluated upon receipt.

Event description:
It was reported that during a surgical procedure at the user facility the device got hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was confirmed to be overheating during evaluation. Degradation of the bearings was identified as root cause. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.